Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Synthes (B)(4) reported that during a coronary artery bypass graft (CABG) procedure the zipfix application instrument broke. The zipfix was manually placed in position; at the first use of the application instrument, the back screw and spring popped out from the instrument. The spring landed outside the sterile area. The screw and spring were put back together by the account, and the instrument was replaced back into the set. There was no delay in surgical time, and the procedure was completed with a same or like product. This report is 1 of 1 for complaint (B)(4).